Manufacturer narrative:
Hill-rom technical support suggested to replace the head drive. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill- rom received a report from the account stating the CPR would not lower the head section. The bed was located in medsurg at the account. There was no patient/user in jury reported. This report was filed in our complaint handling system as complaint #(B)(4).